Event description:
The report from the database indicated that approx six (6) months after the index procedure, the pt had restenosis of the previously implanted cypher stents. During the follow-up period the pt had a new abnormal thallium stress test for anteroapical reversible ischemia. Coronary angiography demonstrated a 30% lesion in the proxiaml 3.0/23 mm stent and a 90% focal high-grade stenosis in the distal 2.5/28mm stent. The restenosis was treated by ptca and placement of an additional cypher 2.75/18mm stent with a satisfactory results. The pt was reported to have been compliant with her antiplatelet medications. The pt was discharged the following day. The index procedure was an elective case with the indication for the procedure of unstable angina with abnormal thallium stress test. The target lesion was reported to be the mid left anterior descending (lad) artery. The lesion was reported to be 3.3 mm in diameter, 45 mm long, an 80% stenosis, not a bifurcation/ostial lesion, and not totally occluded. The flow pre and post-procedure was reported to be timi 3. The lesion was pre-dilated. Two (2) cypher stents were implanted in overlapping fashion. A 2.5/28 mm stent distally, and a 3.0/23 mm proximally. A satisfactory result was obtained. The residual stenosis was 0%. The product is not available for evaluation and testing. This is one of two products used during the same procedure. Please reference MFR. Report #3003742446-2006-00105.